Manufacturer narrative:
The archive from the procedure was returned to the manufacturer for evaluation. Evaluation found the archives contained insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The logs and archive from the procedure were received by the manufacturer for evaluation. However, results are unavailable at the time of filing. Device available for evaluation: information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4).

Event description:
Medtronic received information regarding a navigation system being used during a transsphenoidal pituitary tumor procedure. It was reported an imprecision was observed following patient registration. It was reported that the registration was performed using trace techniques with 1 anatomical touch point on the septum. The scan that was used was noted to be to medtronic protocol. The tracing pattern was noted to have been depressed into the lateral and temporal regions, as well as the trace coming off the right side of the bridge of the nose. The geometry error and metallic interference values were noted to have not affected the accuracy and that removal of the touch point improved the average trace, but imprecisions were noted deeper in the anatomy. The surgeons in the procedure noted that the inaccuracy was observed despite the accuracy of the registration. It was reported that the imprecision was 1 to 1.5 ce ntimeters. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Troubleshooting found that the issue could be replicated on a demo head, and that the addition of registration points on the demo head resolved the imprecision.